Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 107mg/dl. Troubleshooting was performed, and the drive support cap was loose. The caller stated that she has been disconnected from the insulin pump since it was dropped and alarmed motor error. Advised the customer that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.